Event description:
It was reported that the gem 20dp v/nv 1.2mf dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2202-0007 batch/ lot #: unknown pumps were changed out, but the lipid tubing continuously goes off for occlusion to the point where nurses are re-spiking a new lipid tubing line and starting fresh. There is a risk in this for infection to the patient with accessing the line more than necessary while trouble shooting.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that there was an occlusion in the lipid tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.: see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem 20dp v/nv 1.2mf dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2202-0007 batch/ lot #: unknown. Pumps were changed out, but the lipid tubing continuously goes off for occlusion to the point where nurses are re-spiking a new lipid tubing line and starting fresh. There is a risk in this for infection to the patient with accessing the line more than necessary while trouble shooting.